Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was stopped working and it had off no power alert. Customer's blood glucose level was unknown. Customer states they did not receive a low battery alert prior to the off no power alert and second occurrence of off no power in less than 24 hours after low battery warning. Customer was advised that the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.